Manufacturer narrative:
The customer reported a complaint that " the lcd of the autopulse platform(sn (B)(4)showed black strips across the display and no text was displayed" was confirmed during the visual inspection. The root cause for the reported complaint was likely the lcd failure. The contribution of the age of the platform and user mishandling cannot be ruled out since the autopulse platform was returned to zoll with a cracked front enclosure. The autopulse platform was manufactured in august 2017 and is more than 5 years old, past the expected service life of 5 years. During the visual inspection, the lcd showed black strips across the display and no text was displayed due to the failed lcd, thus confirming the customer complaint. The lcd screen needs to be replaced to remedy the issue. During further inspection, unrelated to the reported complaint, noticed the front enclosure was cracked which appeared to be the characteristic of user mishandling such as a drop. The front enclosure needs to be replaced to remedy the observed issue. A review of the autopulse platform archive was performed, and no significant discrepancies were noted. The autopulse platform passed initial functional testing without any fault or error. Waiting for the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).

Event description:
During the shift check, the lcd of the autopulse platform(sn (B)(4) showed black strips across the display and no text was displayed. No patient involvement.